Event description:
This female patient experienced instent restenosis 2 months after stent placement, which required re-do bypass grafting (CABG). This patient was admitted to the hospital with a chief complaint of silent ischemia as evidenced by a positive stress test. The patient was currently taking aspirin, beta blockers, and statins. The patient was taken electively to the cardiac cath lab, where angiography revealed a short (5mm), 60%, lesion in saphenous vein graft to the distal rca. A bolus of lovenox was administered. Integrilin was also administer via a bolus followed by an infusion. There were no difficulties in accessing or wiring the vessel noted. The svc lesion was not predilated prior to stent implantation. A 3.5 x 33mm cypher stent was deployed within the lesion. Additionally, a 3.5 x 18mm cypher stent was deployed to in overlapping fashion with satisfactory results. The stents wer post-dilated. Flow through the stented segment was timi iii. Residual stenosis was reported to be 10%. The pt was discharged on aspirin, plavix and beta-blockers the following day. Approx two months later, the pt returned to the hosp to have a redo bypass of the rca.